Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Diagnostic imaging was performed, but no abnormalities were revealed. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received that right atrial (ra) lead damage was suspected, but was unable to be confirmed.